Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported. The consumer reported the possible cause of the peritonitis was the hospital nurse made a mistake. On (B)(6) 2011, the patient was discharged. The outcome was not reported. It was not reported whether dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11d12038, h11f07058, h11d12038, h10k12043, h11d25048, and h10k12043 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. The specific product code for the transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.